Event description:
Device 4 of 4. Ref MFR reports: 1627487-2012-12835, 1627487-2012-12836, 1627487-2012-12837.

Manufacturer narrative:
Results: the complaint of "ineffective stimulation" was confirmed. The 3156 quattrode leads were not returned. The lamitrode lead and single extension were returned cut as a consequence of the explant procedure and could not be fully analyzed. A detached wire was observed in the header on channel 8. Continuity testing of the lead segments revealed that only channel 8 of the extension was electrically open. The ipg was received, with instrumentation damage to the header and can. It communicated with all lab utilities and was fully charged using a lab charger. When the autotest initiated, a checksum error was issued. This indicated that the firmware in the microprocessor has been corrupted and was no longer matching what was programmed into it. This is a rare but known problem with this microprocessor. The returned ipg was manufactured in 02/2007 prior to the implementation of the corrective actions in (B)(4) 2007 cited in CAPA (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.